Event description:
It was reported, the patient expired. Interrogation of the device showed that the device undersensed fine and low amplitude vf waves. The device did not convert the patient's rhythm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.